Manufacturer narrative:
Please note, that the device associated with this complaint was expected to be returned. However, additional information received from the penumbra distributor, indicated that the device was disposed of. And is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2021-02405. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02405.

Event description:
The patient was undergoing a coil embolization procedure in the inferior gluteal artery using a penumbra smart coil detachment handle (handle), penumbra smart coils (smart coils), a non-penumbra microcatheter and guiding sheath. It was reported the patient anatomy was mildly tortuous. During the procedure, the physician placed a smart coil in the target site. Subsequently, the physician was unable to detach the smart coil with the handle after multiple attempts; the handle was not clicking. Therefore, the smart coil and handle were removed. The procedure was completed using a new smart coil and new handle. On the back table, the physician retracted the slider on the handle multiple times, and the handle was functional. There was no report of an adverse effect to the patient.